Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's battery cap came off and pump was inoperative. Customer was unable to remove the battery cap. Troubleshooting was performed; however, customer will discontinue the use of device.